Event description:
A report was received that the patient's ipg pocket site was causing her pain when she sits. The physician revised the patient's pocket site. The patient is reportedly doing well.

Manufacturer narrative:
Method and results in field are not applicable.